Event description:
Reporter indicated that his programming handheld was not able to interrogate a generator prior to it being implanted because the handheld screen was frozen. Troubleshooting was performed on the unit and subsequently the handheld was able to successfully interrogate the new generator. Good faith attempts are being made to obtain additional information.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.